Event description:
The accounts maintenance stated that the nurse call function is not working on the bed.

Manufacturer narrative:
The account's maintenance replaced the communication cable to repair the bed.